Event description:
The event involved a plum 360¿ infuser where it was reported that the device is having an issue with a volume accuracy of 2ml under 20ml target. It was unknown if the issue was related to physical damage. There was unknown patient involvement, unknown patient harm reported and unknown delay in therapy.

Manufacturer narrative:
The device was received. Confirmed customer complaint of device having a volume accuracy issue with accuracy test, probable cause is that the app board and pressure sensor were defective, worn. Replaced app board and pressure sensor, calibrated mechanism. It was also found that the rear case and fluid shield were damaged, probable cause is physical damage due to normal wear and tear. Replaced damaged parts. Device now passes self test, cassette test, accuracy test and runs protocol as designed.